Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 1.11 messaging hotfix was deployed to the application server using the test profile instead of prod, resulting in message processing failure. A technical support specialist (tss) observed that messages were queued in enterprise server but not reaching downstream systems despite services being active. Further analysis of logs and provisioning identified a deployment configuration issue, where the update 1 hotfix had been incorrectly applied using the test profile instead of prod. Product support engineer (pse) confirmed that all message data remained in queues with no data loss. The server engineer redeployed the fix correctly as per knowledge article, medes - 1.11 update 1 failure - inbound processor cannot process new messages, restarted services and interfaces, and cleared the queues, after which message processing resumed. Customer confirmed full functionality was restored and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, server was not processed message from cce after upgrade. Adt/orders had not been turned on until that morning, and they were making it to the es 1.11 server but were not processing. There were no adverse events or injuries reported based on this event.